Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer delivery system. The atrial septal defect measured 19.0 × 22.6 mm, and balloon sizing yielded a stretched diameter of 23¿24 mm; therefore, a 24-mm amplatzer septal occluder was chosen in accordance with the instructions for use. During the procedure, while deploying of the left atrial disc it was noted that the occluder was conforming to cobra- like deformation, and therefore the device was replaced for another 24-mm amplatzer septal occluder. The deformed device was released from the delivery cable. There was no interaction with the cardiac structures during deployment, and no angulation/kink were noticed in the delivery system. The replacement device was deployed and positioned; however, during the wiggle test performed immediately prior to release, repeated disengagement from the defect was noted. Due to the associated risk of embolization, the device was not released and was retrieved. The mis-sizing of the device was determined by tee (transesophageal echocardiography) and there are no allegations to the sizing of the device. The procedure was completed using a 26mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.